Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that she had an issue with her stimulator. The indication for use was non-malignant pain. No patient symptom reported. If additional information is received a follow-up report will be sent.